Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had vibration anomaly and unexpected restart alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer states she looked at pump and did not see the time battery , reservoir at top. She hit button and it came up. She started getting high started getting high pitch tone that was constant. So she took battery out, put it back in, got same high pitch tone. She then decided it was dead. Said when she took battery out it started to count like it was restarting. The customer states pump did not alarm unexpected restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed self test and displacement test. No constant tone or audio tone/beep anomaly was noted. The insulin pump was received with cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.